Manufacturer narrative:
The insulin pump was received was unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, self test and a21 error tests. All operating currents are within specification. Off no power alarm functions properly. The insulin pump has minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a hospitalization due to a car accident because of road conditions and had to get an x-ray done. The customer was hospitalized and the insulin pump was exposed to an x-ray. The customer's blood glucose level was unknown. The customer completed troubleshooting and was informed that the device was working as designed. However, the customer called back later on to request a replacement device and to return the exposed device back for analysis.